Event description:
It was reported that the user experienced a nighttime hypoglycemia event with blood glucose of 70 mg/dl and self-treated with oral glucose, after which glucose stabilized to 120 mg/dl; the user also reported not announcing meals due to concern about receiving too much insulin. Investigation included troubleshooting education, including advising the user to consult their healthcare provider regarding insulin settings and the possibility of a device reset. Further investigation of this case revealed no confirmed device malfunction and use-related factors related to meal announcement behavior. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution of the low without medical intervention or hospitalization. It was concluded that the cause of the hypoglycemia was unclear and user counseling was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.